Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power. Customer's blood glucose level was 400 mg/dl. She did not receive a low battery alert prior to the off no power alert. The battery was previously used. The insulin pump alarmed no delivery a few months ago. The no delivery alarm was resolved with a complete set change. The device was not returned.